Event description:
It was reported that an as50 syringe pump over-infused on a patient with a non-baxter product. The as50 was programmed to infuse 6.5 ml at 0.2 ml/hr. Five hours and 20 minutes later the pump beeped and indicated that the complete dose was infused. The user noted that 1 ml of solution was still in the syringe. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The exact age of the patient is not known; the patient is known to be an "infant." As the device was not returned, a device analysis cannot be completed. Should additional relevant information becomes available, a supplemental report will be submitted.